Event description:
A customer reported to baxter (B)(4) of an administration set in which the customer observed an over infusion of an unknown medication during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an administration set in which the customer observed an over infusion was confirmed during sample evaluation. No defects were observed during visual inspection and functional tests. The assignable root cause of the reported condition is flow regulator. As a corrective action, the supplier of the flow regulator for the reported set has been notified and additional tests have been added in the manufacturing of this set. No repairs were made since this is a single use device. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.